Event description:
It was reported by the customer that when the button is pushed to retract the needle it does so but then does not keep the needle retracted. The needles moves in and out. No information was received regarding any serious injury as a resut of this product issue.